Manufacturer narrative:
Additional information: during follow-up, the following information was obtained: the implant and removal occurred during the same procedure there was no patient injury, no vitrectomy, no incision enlargement. The patient is doing very well. (B)(4). Catalog#: za90030220. Expiration date: 11/05/2021. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a completed UDI # is unknown as product serial number was not provided. The lens was inserted and removed in the same procedure. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the dr. Noticed little blue crystals on the intraocular lens (iol) once in the patient¿s eye. The dr. Removed the iol and implanted another one. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 06/15/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was received inside a small container cut in three pieces. Visual inspection at 10x microscope magnification was performed. No particles or blue crystal were observed. The complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.